Event description:
It was reported that the ilet touchscreen was unresponsive to touch and the user observed small cracks around the perimeter of the device, consistent with a device fracture affecting the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence of stress-related damage consistent with a fracture localized to the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.